Event description:
It was reported that a revision surgery was performed due to failed right total hip arthroplasty with rising cobalt chrome levels.

Event description:
*Us legal* it was reported that a revision surgery was performed due to failed right total hip arthroplasty with rising cobalt chrome levels.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Without definitive part/lot numbers a complete manufacturing review, complaint history review & specific product labelling and ifus cannot be performed for the devices involved. If this information becomes available at a later time, the task will be reopened and completed. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The medical documents were reviewed. It should be noted the implantation report indicated a size 46 head cemented, 40 cup cemented and size 46 acetabular component cementless. No chart sticks were provided for clarification of the implanted components. Although rising cobalt and chrome levels were reported, no lab values were given and no lab reports were provided. Soft tissue changes were noted intraoperatively, however no pathology results were provided. Without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported rising metal ion levels and soft tissue changes cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.